Manufacturer narrative:
The device was returned for analysis. The break was confirmed. The difficult to open or close cannot be confirmed due to device condition. The entrapment of device cannot be conformed in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported guide break, difficulty to open or close, entrapment of device and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the guide break occurred during insertion, due to either an interaction with the patient anatomy and or due to the inability to maintain position/stability of the device during deployment. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional procedure. Reportedly, during step 4 the foot was unable to close and the lever did not return to its original position. Resistance was met with anatomy during attempted removal. The device was ultimately removed via surgical intervention. The sheath remained at 6f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the account confirmed the following information: the guide was separated distal to the guide tube, but the actuator wire was still intact to the guide. The broken guide was removed via surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional procedure. Reportedly, during step 4 the foot was unable to close and the lever did not return to its original position. Resistance was met with anatomy during attempted removal. The device was ultimately removed via surgical intervention. The sheath remained at 6f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.